Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed, no conclusion could be drawn, as no product was received. The device history record review reports that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported that the small battery drive does not work. The product was left in a repair box with no additional information. It was reported that there is no user or patient injury. All available information has been disclosed. This is report 1 of 1 for complaint (B)(4).